Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulty and the subsequent treatment appear to be related the circumstances of the procedure. In this case, it is likely it is likely that a posterior cuff miss occurred due to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment that contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the access site was the right common femoral artery. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported this was a closure using the pre-close technique via a 5f sheath hole prior to a thoracic aneurysm procedure. Reportedly, only the white suture link was attached when the plunger of the first prostyle device was removed. There seemed to be a cuff at the distal end of the white link, only the blue suture was missing. The sutures of a second and third prostyle devices were successfully pre-placed. The sheath was upsized to a 20f sheath and the thoracic aneurysm procedure was completed. The puncture site was attempted to be closed. When the rail suture of the second prostyle device was pulled, the entire suture came out of the patient¿s body. The exact same thing happened with the suture of the third prostyle device. Hemostasis was achieved with a prostar device. The patient is doing well. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.